Event description:
It was reported that the patient presented to the clinic with an infection at the implanted device pocket site. Vegetation was observed on the tricuspid valve. The physician explanted the entire system ¿ pacemaker, right ventricular lead, atrial lead and an old capped right ventricular lead due to infection. A new system was replaced. The patient's condition was unknown.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined. Further information was requested but not received.

Event description:
New information received stated that the physician did not make any claim that the infection was related to the abbott product or product-related procedure. The patient was in stable condition.